Event description:
Report received from USA, stating that the device has cord damage. It is known that the event did not occur during surgery; it is also known that there was no pt or user injury or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" was confirmed. During the pre-repair diagnostic assessment the device was found to have "cable damage". If add'l info is received, a supplemental report will be sent. (B)(4).